Event description:
It was reported that the customer's insulin pump had scratches on the display screen. The customer had a hard time reading the display. His/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Pump was received with minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.